Event description:
It was reported that during a hemorrhoidopexy with longo technique procedure, the device cut, but did not staple. The surgeon had to create an anastomosis to stop bleeding and reestablish continuity of the anal canal and the rectum. There was no patient consequence reported.